Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. It has been confirmed that the same event has been already reported under report number (B)(4) (our internal reference number (B)(4)). We conclude that the event will be investigated under this last complaint mentioned. Therefore, this report will be closed as duplicate. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. Internal reference number: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
(B)(6); ae: 01 infection. It was reported that, after a tha surgery performed on (B)(6) 2019, due to the developed of periprosthetic joint infection a revision surgery was performed on (B)(6) 2019 for an irrigation debridement and the extraction of the oxinium femoral head 12/14 taper 36 mm -3 (case (B)(4)) and the r3 0 degree xlpe acetabular liner 36mm ID x od 54mm (case (B)(4)). This adverse event was resolved and patient is recovered.